Event description:
Post a coronary drug leuting stenting treatment procedure, a thrombosis and a death occurred. The pt initially treated at a different facility where a taxus express2 drug eluting stent was placed in the left anterior descending (lad) artery. The following day the pt presented to another facility with chest pain and an st elevation mi. The pt had the right coronary artery (rca) stented three weeks prior. The pt was brought to the ccl emergently. Angiography was done of the rca and was found to be widely patent. Attention was then focused on the proximal lad which was found to be occluded along the left circumflex (cx) artery. The pt's systolic blood pressure dropped into the 60's despite titration of the dopamine drip prompting insertion of an intra-aortic balloon pump. The pt's vitals slightly improved so the physician continued with the reintervention. A .014 balance wire was advanced down the lad and the pt continued to deteriorate. CPR was initiated as the pt went into pulseless electrical activity (pea). A code was called and the pt was intubated. The physician continued to try to open the occluded vessels and the pt went into vt arrest and was shocked successfully at 200 joules. A 2.5x15mm maverick balloon was used and the physician performed serial inflations across the lad to obtain flow. Acls was performed per standard protocol as the pt repeatedly went into cardiac arrest with rhythms including pea, asystole, vt again and finally into pea. The pt's blood pressure initially inproved after intubation. The physician proceeded to serially inflate the maverick balloon down both the lcx and lad vessels. Ic ntg was injected as well as placement of a non-drug eluting stent in the cx artery. The pt continued to arrest. Despite multiple balloon inflations and placement of the stent, the pt still had no reflow phenomenon in both vessels. The pt then again went into pea arrest and epinephrine and atropine were administered. The pt went into an agonal rhythm and intervention of the coronaries was discontinued and the pt was declared deceased.